Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that his wife experienced hypoglycemia and hospitalized on (B)(6) 2020. Customer's blood glucose levels at the time of hospitalization were 23, 50 and 60 mg/dl. Customer was treated by paramedics. Customer's blood glucose had been in the 20 mg/dl. Also had blood glucose of 35 mg/dl and had not bolus in two hours, treated with juice and had candy, after 20 minutes later blood glucose was still the same. Insulin pump was not suspended. Customer also treated with food. Customer's husband mentioned that wife had short term memory and cognitive issues. The customer had a wreck the car on (B)(6) 2020 and had a low blood glucose at that time. Customer was ok and not in auto mode at that time. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).